Manufacturer narrative:
(B)(4). Motor error alarm during the occlusion test and unable to prime during the prime test due to a faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was 313 mg/dl and 240 mg/dl at the time of the call. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.